Manufacturer narrative:
E1-initial reporter facility name: (B)(6) hospital (B)(6). E1-initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that erratic speed occurred. A rotapro console was selected for use. During the procedure. The device's high rotational speed could not be reduced. The procedure was completed with a different device. There were no patient complications.